Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: the device was broken shell and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken striated, three curved striated openings, and nicks striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. Three openings striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.